Manufacturer narrative:
On 5-apr-2021, it was found that d 2a. Common device was incorrect on the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4) on the initial report, d2a. Common device name was reported as breast implant. However, the correct common device name is prosthesis, breast, noninflatable, internal, silicone gel-filled. The relevant field has been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two gel smooth lo-rnd 225cc breast prostheses and experienced bilateral rupture postoperatively. The patient states that pet scan performed on unspecified date indicated bilateral rupture. The patient is planning to undergo a revision surgery and currently looking for a new surgeon. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated based as (B)(6) 2021 on available information. This report is for the left-sided prosthesis.